Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. Volumetric accuracy testing was performed and the device failed. The device passed external and internal inspection. The temperature of the solution was found to be within specifications. The device was able to perform the priming sequence with no issues. The pneumatic system was tested and found leakage. The door assembly was inspected and found a cracked door piston and deteriorated piston foam. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the deteriorated piston foam. The device was sent for servicing. The door piston and piston foam will be scrapped.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.